Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box and alarm history showed normal call service alarms with a high force due to priming during an occlusion on (B)(4) 2014. The pump powered on appropriately and passed ez-prime steps successfully with no issues. The pump was exercised for 24 hours with no alarms occurring. The pump was opened and there were no internal defects observed. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was discolored and the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014 the distributor contacted animas alleging that the pump emitted call service alarms. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.